Event description:
It was reported that when the patient presented in the emergency room for unrelated issues, an alert for charge time limit reached was observed. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.